Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for chronic low back pain and spinal pain. The patient reported that their device has been removed due to an infection. They stated that they were shivering, severe pains, and a system breakdown. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their device was first noticed on (B )(6) 2018. They added that they were sick and had the chills. The patient stated that after the device was removed on (B)(6) 2018, they immediately felt better. No further complications were reported or anticipated.